Event description:
It was reported that the patient was seen in clinic and the atrial lead exhibited high impedance. No intervention took place and the patient was in normal condition.

Manufacturer narrative:
(B)(6).